Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. In the absence of the complaint sample, the device history record for the lot number of the reported device was reviewed, and it was verified that all products in this lot number were conforming to the required specifications. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Vp shunt revision- no delay more than 30 min . Non adverse event. Original implant: (B)(6) 2015 item 823182 (B)(4). Explanted on (B)(6) shunt malfunction, flow issues. Implanted inline valve with siphonguard 823162 lot cpdc9h. Please assign a complaint. The item cant be shipped back at this time because it was sent to pathology and then to risk management per their protocol however it was requested to be returned but facility states that it may or may not be released and its an unknown time frame.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.